Event description:
It was reported that the patient was scheduled for replacement of her implantable neurostimulator (ins) on (B)(6) 2013. The reporter indicated that two leads were going to be implanted at that time as well. It was unknown at the time what the reason for the replacement was. Approximately two weeks later, it was reported that the patient was having the replacement surgery on the day of the report. The patient's leads were reportedly 13 years old and only 2 of the eight electrodes on one of the leads were working. It was noted that the patient was happy following the replacement surgery.

Manufacturer narrative:
Concomitant products: product ID 3887-33, serial# (B)(4), implanted: (B)(6) 2002, product type lead; product ID 3708220, serial# (B)(4); product ID 3708220, serial# (B)(4), explanted: (B)(6) 2013, product type extension; product ID 3887-33, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
Product ID: 3887-33, lot# j0220178v, implanted: (B)(6) 2002, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).